Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter fax # (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd tube lihep plh 16x100 10.0 plbl gn had clots forming in the tube 2500 times. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes; d.4. Returned to manufacturer on: 02-feb-2024. H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated for heparin content and all tubes were within specification limits. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd tube lihep plh 16x100 10.0 plbl gn had clots forming in the tube. There was no report of patient impact.